Event description:
It was reported that the patient was charging her implantable neurostimulator (ins) the night prior to the report and when she woke up in the morning it was almost like she burnt herself. The patient was charging the ins and fell asleep. It was really sore and swollen at the implant/ins site. The patient could barely get the implantable neurostimulator recharger (insr) antenna off her skin. There was a round circle on her skin that was really pink and hot. It was hard to even touch the implant area, even if just clothes touched it. It was noted that they were moving her ins to the patient¿s stomach in a couple of weeks because she couldn¿t have the ins in her back. It hurt where the ins currently was. The patient did put cream on the area. Information was requested regarding if the patient still had concerns with their device or therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).